Manufacturer narrative:
After clinical/secondary review of this file performed on 5/21/2021, it was decided to add codes paresthesia to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4). After clinical/secondary review of this file performed on 5/21/2021, it was decided to add codes paresthesia to more accurately capture the reported event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Note: the patient was in the (B)(6) study. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 600cc and suffered from a rupture on the left side. The patient reported that the left side was red and it was puffed, feeling hot and burning sensation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, the manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).